Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016; during the same surgery the patient was re-implanted with a new device. This report is filed july 13, 2016.

Manufacturer narrative:
This report is filed, march 22, 2016. The implanted device remains.

Event description:
Per the clinic, imaging (type and date not reported) revealed the device to be extra cochlea. The patient is scheduled for explant/re-implant surgery, however, surgery has not occurred as of the date of this reported, (B)(6) 2016. The implanted device remains.